Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that during a recent operating room procedure the patient had frequent pulsatility index (pi) events, and the pump speed was turned up from 5000 to 5200. The customer wanted to find the time the pump speed was adjusted. Log files were sent for review. The event log file captured multiple pi events on (B)(6) 2024 from 2:05:05 to 12:46:55. The ventricular assist device's (vad) low-speed limit was set to 4600 rpm. It was noted that the pi events seen were of a significant amount and might possibly point to another issue. In reference to time the speed was adjusted, the periodic log showed the speed was changed on (B)(6) 2024 at or near 19:03:37.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from 17sep2024, per the timestamps. The majority of the file consisted of pi events. The controller periodic log file contained data from 06sep2024 through 17sep2024, per the timestamps. The fixed speed was manually increased from 5000 rpm to 5200 rpm on 13sep2024, consistent with the reported event. Additionally, two pi events were captured on 11sep2024. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas instructions for use (IFU) outlines all pump parameters, including pump speed and pulsatility index. The IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm (revolutions per minute) per second to the fixed speed setpoint. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, outlines all pump parameters, including pump speed and pulsatility index. The IFU also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm (revolutions per minute) per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in revolutions per minute. This value matches the actual speed within ±100 rpm under nominal conditions. No further information was provided. The manufacturer is closing the file on this event.